Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing syncopal events. Device evaluation did not identify any stored events and isometrics did not produce any lead issues and lead diagnostics are stable and within normal limits. Telemetry strips did show intermittent loss of capture and pacing thresholds were 2.5 v @ 0.6 ms. It was revealed that the device output was programmed to 3.0 v @ 0.6 ms which is not the appropriate safety margin. The device output was reprogrammed to ensure the appropriate safety margin. No adverse patient effects were reported.